Event description:
The patient had also had a pessary and it had fallen out and the patient had an appointment since then where they inserted another pessary but that had also fallen out. The caller said they didn't know the timeline for when the pessary first fell out and when the second pessary had fallen out. Patient was in the background on the call and had only just told the caller about the pessary falling out for the second time on the call with patient services. Caller said if they'd known about the pessary falling out for the second time, they would have taken action on it however they hadn't known until just now. Health effect code: 1924. Device problem code: 2923. Reference report: mw5182255. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).